Event description:
Clinic notes dated (B)(6) 2013 note that the patient has experienced a worsening of seizures for approximately 7 months. It was reported that the patient experienced approximately 60 seizures over the past 7 months. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. It was noted that a new antiepileptic medication had been added at the patient's last appointment and that the seizures worsened afterward. It is unknown if the increase is related to the new medication that was added. The physician added banzel to the patient's drug regimen to see if the patient sees improvement in the seizures. Attempts to obtain additional information have been unsuccessful to date.